Event description:
There was no alleged product issue but a surgical revision was performed because the patient experienced discomfort at the device pocket. The patient complained that the pants were hitting the pump so he requested that the pump be moved up and more medial. According to the implanting doctor, the reported issue was not due to inadequate placement at the initial implant or movement in pocket following implant. Following the revision, the patient was reported to be doing fine and receiving effective therapy. The device system was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).